Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated she received a button error alarm, changed the battery and alarm is recurring. Blood glucose value is 206 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No number scrolling anomaly was noted on the display. The displacement, basic occlusion, occlusion, prime and excessive no delivery alarm test could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked reservoir tube.